Event description:
A surgical tech reported during a vitrectomy, the screen when black, then came back on with a system message displayed. The system was switched out and the case completed. The vitrectomy was being done secondary to a posterior capsular rupture (pc tear) that the surgeon reported was the result of a surgical complication. Additional info was requested but none has been received to date.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, the system message was verified in the event log. The host computer and power distribution pcb were replaced and will be sent for in-house eval. The system was then tested and met all product specifications. The host computer and power distribution pcb have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).